Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) was alarming on the gas module. The device was not changed out as they used the flow meter for the oxygen level. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.